Manufacturer narrative:
Testing conducted indicated that the catheter had been zeroed previously as indicated by the e02 error code observed. The e02 error code is caused when a catheter has been previously zeored on a different monitor. No other abnormalities were observed on the cathetr and the catheter met all functional requirements. The error code of e05 reported by the customer could not be duplicated. E06 error code may have been the result of an improper connection to the monitor. It can be concluded that his catheter met all the required upon release to finished goods. Based on the reported information and the inspection of the returned device, we are not able to duplicate the reported incident. A device history review found no abnormalites related to this issue during the manufacturing process operations.

Event description:
The nl950-sd catheter would not zero prior to placement of the catheter into the licox bolt. The monitor registered an eo6 error reading. Another nl950-sd catheter was zeroed and successfully placed into the licox bolt and recorded accurate readings. The catheter is available for return and evaluation.